Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. Initial laboratory testing determined that this device exhibited an indication of an out of specification condition. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.